Event description:
It was reported that the patient's mother had rung the clinic reporting that the coil appeared to be sitting in a different location than previously. The patient was then hospitalized as a swelling and infection had appeared over the receiver package. She has not been using her speech processor as there has been some weeping from the site. There is no history reported of trauma to the site or receiver package. Additional information received on (B) (6) 2008 from the patient's surgeon stated that the infection has been localized to around the receiver stimulator package and there has been no redness of the tympanic membrane. The receiver-stimulator package has migrated and will need re-positioning, however, this will only be carried out when any residual infection has gone. The patient is to be seen on (B) (6) for a medical review to assess for the re-positioning of the receiver stimulator package and subsequent verification of device and electrode function.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.